Event description:
Update summary: emergency medical services was dispatched to the customer's home. Low blood glucose was treated with "liquid glucose".

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. Sensor performance observation due to sensor sensitivity loss late in wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the sensor glucose vs. Blood glucose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor glucose vs. Blood glucose, calibration error/ calibration not accepted. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-7040c1. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. Insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event is 20 mg/dl. The sensor glucose value from the reported event is 80 mg/dl. Sensor glucose and blood glucose difference is 60 mg/dl. Advised to wait at least an hour and if blood glucose is stable to calibrate. The customer received a change sensor alert. The customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further patient complications were reported. Product return for mmt-7040c1 is not expected.